Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken osteonics stem right hip.

Event description:
Broken osteonics stem right hip.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results product evaluation and results: visual inspection of the returned device indicates that the device fractured at the neck area of the stem. There is also significant damage evident on the stem associated with explantation of the device. There was no evidence of a material or manufacturing discrepancy present from the visual inspection performed. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports multiple complications of a right total hip replacement. It was implanted in 2003, sustained recurrent dislocations and was revised with a hooded liner. In 2005 the patient dislocated again and was revised to a constrained line. He did well until 2022 when his femoral component fractured and he was revised again. I can confirm that these events took place since I was able to see the stickers of the implants used, such as the 10- degree hooded liner for the first revision, the constrained liner for the second revision and photos of the fractured implant and post-revision xray. Handwritten notations of the two earlier revision surgeries are also present. Regarding the possible root causes of this events, I cannot determine it with certainty. Causes of late dislocation are multifactorial including surgical technique factors and patient activity factors. Causes of stem fracture are also multifactorial including surgical technique factors, patient activity factors, patient weight and implant factors. -product history review: due to the damage due to explanation on the device, the lot number could not be confirmed and therefore it is not possible to perform a review of the device history records. -complaint history review: could not be performed as the device lot details were not confirmed. Conclusions: it was reported that the patient's hip was revised due to broken stem. The event was confirmed via evaluation of the returned device. The exact cause of the event could not be determined because. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.